Manufacturer narrative:
Not applicable.

Event description:
A us distributor contacted zoll to report that a patient developed an open wound under the lifevest equipment. Patient described the area as open wound. There was no alleged device malfunction contributing to the irritation. The patient¿s physician advised the patient to keep it on until their ICD surgery. Outcome of the irritation is unknown.